Event description:
It was reported that the patient had an inappropriate shock. Also, the shock impedance was high. The doctor elected to explant and replace both the pulse generator and the electrode after over five years of implant time. There were no additional adverse patient effects.